Event description:
It was reported that this pacemaker system was found to be in safety mode. Technical services (ts) reviewed the device data and confirmed that the pacemaker was in safety mode. Ts recommended for a device replacement procedure to be performed. At this time, no surgical intervention was reported, the device remains in service. No adverse patient effects were reported.